Manufacturer narrative:
Summary of evaluation: inner blister lid caught under outer blister seal. Corrective action previously taken.

Event description:
Reporter states, "in the process of opening the patella implant the external packaging seal and the inner package seal which contains the sterile device were stuck together. In addition, the patella fell out and onto the floor." There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event. Another device was readily available and used to complete the surgery.